Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. All button function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported the buttons on the insulin pump were getting stuck. Customer stated the down button kept ramping even though he didn't press anything. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.